Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an obtryx transobturator tape device was implanted into the patient during a transobturator tape procedure performed in 2006 for stress incontinence and pelvic organ prolapse. According to the complainant, the patient reported of chronic groin pain and a vaginal mesh erosion was then noted. Subsequently, the mesh was excised on (B)(6) 2020. Boston scientific has been unable to obtain additional information regarding the event and patient's current condition to date, despite good faith efforts.